Manufacturer narrative:
No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported diffuse lamellar keratitis (dlk) observed on the left eye post lasik procedure. The reporter indicated topical steroid eye drop dosage was increased and an oral steroid was prescribed. The patient complained of blurry vision. Upon follow up, reporter indicated the dlk has resolved.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review for the date of event shows no abnormalities that could have contributed to reported event. The treatments were completed without error messages. All laser system functions were within specifications at this day. No technical root cause could be identified as the product was found to be within specifications. (B)(4).